Event description:
The site for this x-ray system has complained about intermittent problems with shutdowns. No pt was injured.

Manufacturer narrative:
Eval method: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA. Results: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Conclusion: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.